Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 56 mg/dl. The customer stated that she had been experiencing low blood glucose levels ever since her oral medication changed. The customer stated that she has been stressed lately, and has also been exercising. The customer stated that her hcp has made adjustments to the night time basal rate settings as she has been experiencing low blood glucose levels during the night. The customer asked for assistance programming a dual wave bolus. Assisted the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.